Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin (dose, route and frequency not reported) for peritonitis. Six days after, the patient was discharged and used vancomycin at home. At the time of this report, patient outcome and action taken with pd therapy was not reported. No additional information is available.